Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received a questionable result on a coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using a chronometric method. The lab result was 3.27 inr. The meter result was 4.4 inr, taken within three hours. The patient's therapeutic range was 2-3 inr.